Manufacturer narrative:
The customer reported the device was discarded. The lot # was provided. A review of the device history record did not produce any findings relevant to this report. The xact stent part #82091-01, lot # unk, is being filed under another medwatch report.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after a cerebral stenting procedure with an xact stent. Reportedly, during the thumb advancer step, resistance was felt and carving did not allow the sheath to be split completely. The device became stuck in the wound track and was ultimately removed with force. Manual compression was applied unsuccessfully. A fogarty catheter was placed and the pt was sent to surgery. The arteriotomy and the fogarty puncture site were both sutured. Reportedly, "the pt died in the night with an infarct." Though requested, no additional information was available.